Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The initial reporter complained of an issue with the cobas infinity core software, software version 2.5.2. The problem could lead to the misinterpretation of patient results. The cobas infinity core software is incorrectly sending a message to the host saying that all results are pending despite there being some valid completed results. The customer stated that they had no patient results misinterpreted by this issue. The investigation is currently ongoing.

Manufacturer narrative:
Using a virtual machine that was programmed with the same customer configurations and customer traces, the investigation determined that there is a software issue. The cobas infinity software does not create properly the validation of printable and non-printable tests at the same time. The customer confirms that no patients were affected.